Event description:
It was reported that the customer was admitted to the hospital with diabetic ketoacidosis. A blood glucose level was not provided. The customer alleged that the pump "failed"; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond, and the alleged root cause could not be confirmed. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.